Manufacturer narrative:
The pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped in an accident. Customer's blood glucose was unknown at the time of incident. No further details given.